Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, blood deposits were seen in the membrane interstices. During the investigation, the pump was submitted for an external CT examination. Based on the CT images, deposits were seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the blood-side layer at the edge region. The air-side and middle layers of the triple layer membrane were found to be intact.dried blood deposits were detected between the middle and blood-side layer.. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. At the time of re-measurement, the thickness profile of the blood side layer was found not to be homogenous. The cause of the leak in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). An error was made for the sentence "at the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification." It should be corrected to "at the time of investigation, the thickness of the individual layers at all the fixed locations in the air-side and middle layers were found to be within specification."

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (201 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump indicated a defective blood-side layer. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart was contacted by the (B)(6) distributor to report a blood-side layer membrane defect in the excor blood pump of a patient supported in the lvad configuration. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.